Event description:
High readings. In blood glucose tests, customer received a meter reading of 487 mg/dl compared to a lab reading of 165 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.